Event description:
Adult female with new onset chest pain needed urgent cath. Procedure: left heart cath. Upon opening the 6.5 prelude sheath inducer, the stopcock was not connected to the sheath tubing. Product not used on the patient. Manufacturer response for dilator, vessel, for percutaneous catheterization, prelude act (per site reporter). Will obtain and replace.